Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that her sensor was giving incorrect readings that were triggering the customer's insulin pump to suspend. Customer's blood glucose was around 208 mg/dl while the sensor gave a reading below 80 mg/dl. Customer received a calibration error followed by change sensor alerts. The sensor had already been removed and will not be returned at this time for analysis.